Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a procedure performed on (B)(6) 2024. During the procedure, the wire of the snare detached from the snare plastic tube. The wire portion was freely floating in the colon. They were not able to remove the snare. They attempted to but it was unsuccessful. There were no patient complications reported as a result of this event.